Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The lever that actuates bag to vent microswitch has broken off. The in-house biomed will repair the system.

Event description:
The hospital reported an error that could result in an inability to switch ventilation modes as expected. There was no report of patient injury.